Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, swelling, pain, concern for textured product, blue veins around breast, irritability, generalized anxiety, tenderness.

Event description:
Patient reported "right side lump, right side possible deflation, bilateral tenderness, swelling, pain, blue veins around breasts, irritability and general anxiety due to the patient¿s concern with the product. Device remains implanted. Right side.